Event description:
A healthcare professional reported that a patient was injected with 2 syringes of juvéderm® voluma¿ with lidocaine and 2 syringes of harmonyca¿ with lidocaine. Hcp reported possible late non-inflammatory nodules. Additionally, the hcp reported that the patient was injected with 2 syringes of harmonyca¿ with lidocaine in the zygomatic arc: 0.3 ml, mandibular body: 0.4 ml, pre-jowl 2.5 ml, for both sides. The patient returned and was injected with 2 syringes of juvéderm® voluma¿ xc in the piriform fossa 0.2 ml per side (0.1 ml supraperistic bolus and one subcutaneous bolus). The puppet: 0.3 ml subcutaneously per side, c6: 0.25 ml per subcutaneous side, and in the mandibular angle: 0.25 ml subcutaneously per side. 20 days after the treatment the patient felt an increase in volume in treated areas of pain, and a little ¿numb¿ part of the lip. During the clinical examination the patient had a small nodule at the height of the mandibular angle on the right side, on the left side a moderate, hard swelling in treated areas of the body mandibular and pre-jowl, the pain was rated 6 on the scale. During the ultrasound examination the inflammatory tissue is seen on both sides in the subcutaneous plane and acid deposits hyaluronic and caha. The following laboratory tests were requested by hcp to rule out any possible pathology of a yet undiagnosed basis: tsh, t4 free, anti-tpo and anti-microsomal agents, and anti-thyroglobulin agents, ana, c3 and c4, rheumatoid factor, ena profile, anti-neutrophilic cytoplasmic antibodies (anca) by ifi, vdrl, elisa hiv, hbv and hcv serology, anti-endomysium antibodies (ema) and anti-human transglutaminase antibodies (anti-hu) ttg), total iga., and the anti tissue transglutaminase antibodies, iga, igg and ige. This record will represent juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.